Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a qdot micro for which biosense webster¿s product analysis lab (pal) identified a damaged pebax. Initially it was reported that there was an abnormal rise of temperature. Changing the cable and the catheter to complete the procedure. No patient consequence. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on (B)(6) 2024, there was a completely damaged pebax. This event was originally considered non-reportable, however, bwi became aware of a damaged pebax on (B)(6) 2024 and have assessed this returned condition as reportable.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on (B)(6) 2024. The device evaluation was completed on (B)(6) 2024. The catheter was returned for evaluation. Biosense webster (bwi) conducted a visual inspection, temperature, and impedance testing of the returned device. Visual inspection revealed a completely damaged pebax area. Temperature and impedance testing were performed, in accordance with bwi procedures. No impedance values were observed in electrode# 1 (dome) and an open circuit was found in the tip area. The temperature values were displayed on the generator. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The high temperature reported by the customer was not confirmed; however, the damage on the pebax area found could be related to the reported high temperature as a potential cause. The instruction for use (IFU) states when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode or may damage the contact force sensor. In addition, to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. Also, to verify compatibility between the sheath and the catheter, advance the catheter through the sheath prior to insertion. Any sheath < 8.5 f is contraindicated. Also, the instructions for use contain the following warning stated in the carto 3 system manual: monitor the catheter tip temperature throughout the procedure to ensure adequate irrigation. If the temperature increases to 40°c during rf energy delivery, power delivery should be interrupted. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi¿s quality system. Explanation of codes: investigation findings: no device problem found (c19)/ investigation conclusions: no problem detected (d14) were selected as related to the customer¿s reported ¿abnormal rise of temperature¿ issue. Investigation findings: material and/or chemical problem identified (c06) / investigation conclusions: cause not established (d15) / component code: sleeve (g04115) were selected as related to the biosense webster inc. Analysis finding of the ¿damaged pebax¿. Investigation findings: open circuit (c0205) / investigation conclusions: cause not established (d15) / component code: electrical lead/wire (g02015) were selected as related to the biosense webster inc. Analysis finding of the ¿open circuit¿. Manufacturer¿s reference number: (B)(4).